Manufacturer narrative:
Ortho care tss recommended the customer repeat testing. The customer called back stating with repeat testing of samples post configuration, the customer got positive (incompatible) results as expected. No other issues have occurred and customer is satisfied the analyzer is working as expected.

Event description:
The customer reports they got a false negative result reported to cap for one survey sample for crossmatch testing that as per cap results should have been positive. (B)(4).